Manufacturer narrative:
Evaluation summary: the device was returned with the tissue pad missing and with the blade gouged. Possible causes of blade damage are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than t he blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade "lockout" alter in the procedure. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, a corrective and preventive action has been initiated to address this issue. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lsh procedure, the device was removed and the white teflon pad was broken off. Another device was used. The case was completed. There were no patient consequences. The piece was later found on a surgical drape outside of the patient.